Event description:
It was reported that insulin squirted out during the manual prime process. The blood glucose was 124mg/dl. Assisted the caller to change the reservoir to continue testing, but the device alarmed. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The end cap sticker still was attached on the end cap. The device was received with cracked case at the display window corner, broken reservoir tube lip, scratched and cracked screen, cracked reservoir tube, and broken belt clip slot.